Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Reportedly, one blood glucose (bg) value was observed in the bg history section on (B)(6) 2017. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(Review of the pump data logs on (B)(4) 2017 showed that the pump history was being displayed accurately).